Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and adapter resulting in the pump turning off 2 days later due to charging issue. Reportedly, the customer was able to charge the pump with alternate charging supplies. Customer¿s blood glucose level was 118 mg/dl.